Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The tekno sales representative reported on behalf of the customer that the (B)(6) male patient, with a recent diagnosis of lung cancer, had recent onset of instability with dislocation twice in the last 2 months and that the patient underwent revision surgery. The patient was implanted on (B)(6) 2008 and was revised on (B)(6) 2015. The customer has also reported some visible corrosion on the stem, trunnion and head.

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. This was confirmed following a review by a clinical consultant. Medical records received and evaluation: a review of the provided information by a clinical consultant noted that: principal root cause of failure thus was cup malposition leading to impingement and recurrent dislocation. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a review of the provided information by a clinical consultant concluded that: cup malposition in low inclination and absent anteversion together with muscle wasting conditions have contributed to instability in the hip arthroplasty requiring revision. No further investigation is required at this time. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The (B)(4) sales representative reported on behalf of the customer that the (B)(6) male patient, with a recent diagnosis of lung cancer, had recent onset of instability with dislocation twice in the last 2 months and that the patient underwent revision surgery. The patient was implanted on (B)(6) 2008 and was revised on (B)(6) 2015. The customer has also reported some visible corrosion on the stem, trunnion and head.